Manufacturer narrative:
Batch review performed on 26 february 2021: lot 179150: (B)(4) items manufactured and released on 28-mar-2018. Expiration date: 2023-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed on (B)(6) 2021 due to cup loosening. The primary surgery was performed on 2018(precise date is unknown). The surgery was completed successfully.